Event description:
Discordant, falsely elevated cancer antigen 15.3 (ca-15.3) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca-15.3 results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The operator had run quality controls (qc) and all were out of range. The customer reran patient samples that had been tested after the last valid qc run and discovered discordant ca-15.3 results. A siemens customer service engineer (cse) was then dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the aspirate probe 2 pinch valve had failed. The cse replaced the pinch valve and performed daily cleaning. Qc was run, all of which was within range. The cause of the discordant, falsely elevated ca-15.3 results on three patient samples was a pinch valve malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.